Event description:
It was reported that the patient experienced a slow nose bleed which was ongoing for at least an hour on (B)(6) 2022. The patient was told to stop enoxaparin. The patient was discharged on (B)(6) 2022 and after they were discharged, the nose bleed resolved without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported nosebleed could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.